Manufacturer narrative:
(B)(4). The customer returned one dilator for analysis. No obvious signs of use were observed. Visual analysis revealed that the dilator tip was bent, stretched, and widened at the distal opening. Microscopic examination confirmed the damage and revealed white stress marks around the damage. Visual analysis also revealed slight bending across the dilator body. Visual analysis could not be performed on the guide wire as it was not returned on the guide wire as it was not returned for analysis. The dilator length from the hub to the distal tip measured 102mm, which is within the specification limits of 95.2mm-108mm per the dilator product drawing. The inner diameter at the proximal end measured 1.3208mm , which is within the specification limits of 1.30mm-1.40mm per the dilator extrusion product drawing. The dilator inner diameter at the distal tip measured could not be accurately measured due to the severity of the damage. A lab inventory guide wire was inserted through the dilator tip. Minor resistance was encountered at the tip due to the damage; however, the guide wire was still able to pass. Performed per IFU statement, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin". The test was repeated by inserting the guide wire through the proximal end. Resistance was again encountered at the tip; however, no resistance was encountered at any of portion of the extrusion. R & d and manufacturing have been consulted regarding investigations of this nature. They stated that various factors could contribute to the observed damage to the dilator tip, including the manufacturing process and/or undue force applied unintentionally by the user during an attempted insertion. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a guidewire and dilator resistance was confirmed through complaint investigation. Visual analysis revealed that the dilator tip was bent and widened, which could be a contributor to the resistance encountered by the customer. Despite the damage, all relevant dimensional and functional requirements were met, and a device history record review did not reveal any relevant findings to suggest a manufacturing issue. Despite the customer report that the defect occurred during use and the appearance of the damage to the dilator tip, the root cause cannot be determined as the guide wire involved with this complaint was not returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "after pulling out, the dilatator is frayed, and the wire is bent. The procedure is performed without skin incision because they use anticoagulants which reduce the blood clotting function. These patients are awaiting major cardiac surgery. Therefore, doctors do not want the injection site to bleed. They try to introduce the dilator gently and in a helical motion. They feel that the material of the dilator is different than it was in the past." Associated complaints: 3006425876-2024-01069, 3006425876-2024-01061, 3006425876-2024-01062, 3006425876-2024-01068, and 3006425876-2024-01067.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "after pulling out, the dilatator is frayed, and the wire is bent. The procedure is performed without skin incision because they use anticoagulants which reduce the blood clotting function. These patients are awaiting major cardiac surgery. Therefore, doctors do not want the injection site to bleed. They try to introduce the dilator gently and in a helical motion. They feel that the material of the dilator is different than it was in the past." Associated complaints: 3006425876-2024-01069, 3006425876-2024-01061, 3006425876-2024-01062, 3006425876-2024-01068 and 3006425876-2024-01067.